Event description:
It was reported during a da vinci si hysterectomy that the maryland bipolar forceps instrument smelled of burning, sparks and smoke. The instrument was returned and evaluated and during failure analysis it was determined that arcing may have taken place. The account was contacted with this information and indicated there was no patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed charring and localized melting on both yaw pulleys between the base grips. Charring is a sign of an arcing event. The instrument passed electrical continuity testing. It was determined that the charring was likely due to a breach in the instrument insulation, carbonized tissue which created a conductive path, or high generator settings.